Event description:
Physician reported capsular contracture, baker grade IV. Device has been explanted and replaced with non-allergan device. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed. Red particles on the surface of the shell. Wear abrasion observed. Observed, opening device on posterior side assessed as unidentified (tear) opening.

Event description:
Physician reported capsular contracture, baker grade IV. Device has been explanted and replaced with non-allergan device. This relates to the right side.